Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device was then removed in fragments') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". The patient's medical history included hypertension, hyperlipidemia, anxiety, lumbar radiculopathy, heel exostosis, spinal fusion surgery and wrist surgery. Concurrent conditions included pelvic pain, pure hypercholesterolemia, skin disorder, degeneration of cervical intervertebral disc, pain in joint involving lower leg, plantar fascial fibromatosis, vitamin d deficiency, acute pharyngitis and giddiness. Concomitant products included alprazolam, atorvastatin, bupivacaine, dexamethasone, docusate sodium, docusate sodium (colace), ephedrine, escitalopram oxalate, fentanyl, ibuprofen, ketorolac, losartan, ondansetron, oxycodone, paracetamol (acetaminophen) and propofol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain on both sides"), mood swings ("mood swings"), vaginal discharge ("my discharge would smell metallic,vaginal discharge smell metalic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy,hysteroscopy to remove remnants). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, abdominal pain lower, mood swings, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, migraine, headache, anxiety, depression, irritability, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: foreign body, bilateral fallopian tubes, removal: medical device (essure); gross examination only. Fallopian tubes, bilateral, ligation: portions of fallopian tubes with complete cross sections. Batch number:508293 manufacture date: 2005-07 expiration date:2007-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device was then removed in fragments') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test." The patient's medical history included hypertension, hyperlipidemia, anxiety, lumbar radiculopathy, heel exostosis, spinal fusion surgery and wrist surgery. Current weight: 175 lbs. Concurrent conditions included pelvic pain, pure hypercholesterolemia, skin disorder, degeneration of cervical intervertebral disc, pain in joint involving lower leg, plantar fascial fibromatosis, vitamin d deficiency, acute pharyngitis, giddiness and overweight. Concomitant products included alprazolam, atorvastatin, bupivacaine, dexamethasone, docusate sodium, docusate sodium (colace), ephedrine, escitalopram oxalate, fentanyl, ibuprofen, ketorolac, losartan, ondansetron, oxycodone, paracetamol (acetaminophen) and propofol. In 2006, the patient experienced abdominal pain lower ("lower abdominal pain on both sides"), vaginal discharge ("my discharge would smell metallic,vaginal discharge smell metalic"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced anxiety ("anxiety"), depression ("depression") and irritability ("irritability"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with escitalopram oxalate (lexapro) and surgery (bilateral salpingectomy,hysteroscopy to remove remnants). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, genital haemorrhage, abdominal pain lower, mood swings, bladder disorder, urinary tract disorder, fatigue, migraine, anxiety, depression, irritability, vaginal haemorrhage and menorrhagia outcome was unknown, the vaginal discharge had resolved and the dysmenorrhoea, headache and weight increased was resolving. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Pathology test - on (B)(6) 2018: foreign body, bilateral fallopian tubes, removal: - medical device (essure); gross examination only. B. Fallopian tubes, bilateral, ligation: - portions of fallopian tubes with complete cross sections. Batch number:508293 manufacture date: 2005-07 expiration date:2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- outcome of weight increased, headache, dysmenorrhoea updated to recovering / resolving. Medical history, treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure device was then removed in fragments') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 508293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test''. The patient's medical history included hypertension, hyperlipidemia, anxiety, lumbar radiculopathy, heel exostosis, spinal fusion surgery and wrist surgery. Concurrent conditions included pelvic pain, pure hypercholesterolemia, skin disorder, degeneration of cervical intervertebral disc, pain in joint involving lower leg, plantar fascial fibromatosis, vitamin d deficiency, acute pharyngitis and giddiness. Concomitant products included alprazolam, atorvastatin, bupivacaine, dexamethasone, docusate sodium, docusate sodium (colace), ephedrine, escitalopram oxalate, fentanyl, ibuprofen, ketorolac, losartan, ondansetron, oxycodone, paracetamol (acetaminophen) and propofol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain on both sides"), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), vaginal discharge ("my discharge would smell metallic, vaginal discharge smell metalic"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy,hysteroscopy to remove remnants). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain lower, genital haemorrhage, mood swings, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, migraine, headache, anxiety, depression, irritability, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test- on (B)(6) 2018: foreign body, bilateral fallopian tubes, removal: medical device (essure); gross examination only. B. Fallopian tubes, bilateral, ligation: portions of fallopian tubes with complete cross sections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs+mr received : previously reported event "injury nos" was deleted and was updated to lower abdominal pain. Lot number added. Following events were added: abnormal bleeding (general), mood swings, bladder problems, dysmenorrhea (cramping), fatigue, migraines, headaches, anxiety, depression,irritability, the essure device was then removed in fragments, lower abdominal pain on both sides, urinary problems, bladder problems, my discharge would smell metallic, weight gain, abnormal bleeding(vaginal, menorrhagia). Reporter information added. Medical history and concomitant conditions added. Concomitant products added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.